Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b6, d6b, d.9., h.3., h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the radius side assessed as surgical damage and one opening on the anterior side assessed as fold flaw opening. Additional observations: crease fold observed on the device. Wear abrasion observed. No penetrating nick ( stress marks). White particle observed on the inside device.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.